Event description:
Report received from the USA regarding a foot control device in which, during pre-testing, it was observed that "the bottom of the device fell off, exposing wires". There was no patient involvement. No injuries or medical intervention were reported. No delays in surgery were reported as an identical spare device was available. No additional information is available.

Manufacturer narrative:
The foot control device was received for evaluation. The foot control device was evaluated and the reported condition was duplicated. Evidence indicated this was due to usage wear over time. The reported condition was confirmed. If additional information is received, a supplemental report will be sent.(B)(4).